Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/30/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results?

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Questions for doctor: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results?

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in (B)(6) 2017 and the mesh was implanted. It was reported that since then the patient has developed a generalised dry skin, intermittent rashes and recurrent boils on the shins, between the ankle & knee, which have required draining. It was reported that the patient has seen the general surgeon and a dermatologist. The dermatologist has diagnosed an auto-immune disorder. It was reported that the dermatologist has diagnosed the condition as pemphigoid from symptoms presented. It was reported that the skin is severely damaged. It was also reported that the following treatment was prescribed: prednisolone 20mg daily for 4 weeks, elocon ointment at night on back, arms and thighs , dermol 500 lotion as a wash for legs, hydromol ointment apply twice daily on legs for 4 weeks, fucibet ointment twice daily on blistered skin for 4 weeks and ranitidine 150 mg take twice daily for 4 weeks. It was reported that the symptoms are not isolated to the site of the mesh and there is no pain or hernia recurrence at the mesh site.